Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator bent during use was confirmed. One dilator was returned. The customer also provided a photograph showing a dilator with a bend near the distal tip. Visual examination revealed that the dilator had a slight bend near the distal tip. Microscopic examination found no damage on the distal tip. Dilator drawing specifies the body length of 5 1/2 +/-1/4 inches, the dilator measured 5 1/2 inches using which met specification. Extrusion drawing specifies the outside diameter of the dilator body at .156/.160 inches and the inside diameter at .055/.058. The outside diameter (od) of the dilator body was measured at .1585 inches and the inside diameter (ID) was measured at .056 inches, both the ID and od met specification. The instruction booklet instructs the user to enlarge the cutaneous puncture site with use of a scalpel before using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review of the dilator found no evidence to indicate a manufacturing related cause. Based on this evidence, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4) this report is for the second in a series of two consecutive issues with the dilator. The first event has been reported under MDR# 1 036844-2016-00125. Additionally, the clinician reported issues with the guide wire in these cases. Those issues have been reported under MDR#s 1036844-2016-00124 & 1036844-2016-00126.

Event description:
The physician complained that the dilators are too soft and kink easily.